Manufacturer narrative:
Dimensional testing and functional testing. Vessel dilator. Description of experience: report stated "anesthesiologist was attemting insertion of dialysis catheter in left jugular view, could not insert because of excess tendency of guidewire to kink and bend. Had to use another kit by same MFR to insert into subclavian vein instead." Condition of product upon receipt: received one guidewire that was fully intact in a biohazard bag. Guidewire was used in a clinical setting. Results of engineering evaluation: upon receipt of the complaint, a complete investigation was performed. This included review of the device history, design criteria and examination of the returned product. The device history, including raw material data, indicated that the lot was mfg and inspected to design criteria. The examination of the guidewire included visual, diemensional and functional inspections. Visual: the guidewire was severely bent about 18cm from the distal end. This is the same location that is represented on the provided photocopy where the distal end of the dilator comes into contact with the guidewire. At this bend an apparent tool mark exists on the core wire. This may explain the severe nature of the bend. Additional bends were noted throughout the body of the guidewire. It was concluded that the severe bend most likely resulted from a loading or handling condition outside the design capabilities of the guidewire. Dimensional: the outer diameter of the guide was mesure and found to be withibn tolerance. About 18cm of the distal end of the guidewire wasw cut to expose the inner core and safety wire. The enture guidewire contained a build up of dried body fluids thus making dissection difficult. The inner core dimensions were measured and found to be within design specification. It was concluded that the returned guidewire met all dimensional criteria. Functional: the distal and proximal welds were observed. The safety wire was attached to the distal weld as mfg. The proximal tip of the core and safety wire were attached to the proximal weld. About 34.5 cm of the inner core from the proximal end was removed and subjected to a breakload test. The tensile strength was found to be well above minimum break strength criteria. It was concluded that the returned guidewire met functional criteria. Lake region medical has concluded from the investigation, that the guidewire appears to have been exposed to excess forces other than designed and that the guidewire met all mfg criteria.